Manufacturer narrative:
This report is filed on (B)(6) 2016.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2016 due to request by patient. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report (B)(6) 2016.

Manufacturer narrative:
This report is filed may 24, 2016.